Event description:
This event is reportable based on the product analysis reviewed on (B)(6) 2009. It was reported that while preparing for a percutaneous arteriosclerosis obliterans intervention treatment procedure, tip damage was noted. While unpacking a v-18 guide wire from the protection hoop to treat the 90% stenosed target lesion located in the moderately tortuous left superior femoral artery, tip damage was noted. It was noted that the packaging was in tact before opening the device. The procedure was successfully completed with another v-18 guide wire. No patient complications occurred and the patient's condition was listed as "good". However, the returned product revealed that there was a cotton like foreign substance found on the device.

Manufacturer narrative:
(B)(6). The 200 cm v-18 control wire was received inside the original opened pouch and box with what appears to be cotton at the distal tip. The reported incident was not confirmed, the distal tip is not damaged or raised. A cotton like substance was found at the distal tip of the device which the user may have perceived as the swelling of the tip; however, the actual polymer tip presents no anomalies. The device was inspected under the microscope and no other obvious anomalies were noted on the device. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).